Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 547 mg/dl. The customer also reported that insulin pump was not giving any bolus or basal. The customer was treated with two bags of saline and insulin drip. Customer had symptoms like chest pain, vomiting and feeling crummy. Customer was unable to complete carelink upload. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm noted. Insulin pump programmed with a bolus deliveries and basal rate of 2.0u/hr and monitored. All bolus deliveries and basal rates registered properly in the pump history summary noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.